Manufacturer narrative:
(B)(4). The ventilator was evaluated and the customer reported condition was confirmed. To address the condition, the graphic user interface central processing unit printed circuit board assembly was replaced. The hardware on the backlight inverter printed circuit boards was updated. The ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator's upper display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.